Event description:
The customer reported that the set backflowed while infusing using gravity. The customer stated that the set was hooked up infusion rocephin. The primary medication flowed up into the piggyback. The customer reported that it was a defective check valve. No pt injuries or medical interventions occurred. The issue was duplicated with the sets in question at the facility.